Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
A hole was noted in the membrane before the iab was inserted. Blood was noted oozing out of the proximal end. The iab was removed and a second was inserted. Event complications: none from the event - rpt'd 7/11/97, 7/29/97. Pt current status: recovering - rpt'd 7/29/97.